Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve via a transapical approach, moderate to severe paravalvular leak (pvl) was noted. Pre-deployment, the sapien valve was positioned 60:40 aortic, and it remained in that position post deployment. A second sapien valve was implanted 50:50 across the native aortic annulus, which reduced the pvl to mild. No post dilations were performed on either valve. Additional investigation revealed the following: the native annular diameter was 25.8mm on tee. The native aortic valve/leaflets were severely calcified, and the aortic root was moderately calcified. The coaxial alignment of the valve and delivery system and the image intensifier angle were both described as good. Per report, the perceived cause of the pvl was the large diameter of the native aortic annulus; the patient had a very large annular measurement with no other options.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per report, imaging of the procedure was not available for review. Per the instructions for use (IFU), paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Per the IFU and rf3 training manual, the 26mm sapien valve is indicated for native annulus diameters of 21-25mm. The native annular diameter in this case was 25.8mm on tee. In this case, per report, the patient had a very large annular measurement with no other options the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.